Manufacturer narrative:
H4: the lot was manufactured between november 27, 2023 - november 29, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the sample photograph showed residual fluid inside the device bladder which suggests a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. After 24 hours of infusion, the pump had not been fully infused. The device contained piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.